Event description:
It was reported that while attempting to treat an ami pt with a lesion located in the mid lad, resistance was observed during an attempt to insert the guide wire into the dilatation catheter. The guide wire was pulled from the dilatation catheter again. Resistance was again observed and the dilatation catheter was removed. At that time, the catheter tip was found to be separated and it remained on the guide wire.